Event description:
It was reported that the patient with this pacemaker stated experiencing sharp pains in the heart the previous night, and the physician was made aware of the symptoms. Patient initiated interrogation (pii) was completed on the day of contact. Technical services (ts) referred the patient to the clinic for further discussion. To date, this pacemaker remains in service. No adverse patient effects were reported.